Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was implanted for the treatment of bowel issues. The patient discovered yesterday when trying to use their programmer, there was a warning power-on-reset (por) message and they did not think it was working. Further clarification revealed they were not sure when they noticed it wasn't working; they thought it was working the last time they used their programmer to check, but did not remember the date when that was. They were redirected to their healthcare provider to further address the issue. They were not sure if their doctor was still there, so they were sent physician listings. With no doctors for bowel listed within 200 miles, an email was sent to the manufacturer representatives in the area in case they would know of other doctors who helped with bowel. The patient mentioned other medical information which included a fall on that side a year ago where they broke their wrist with a bone sticking out. They needed emergency surgery twice and did not think they turned stimulation off for those procedures because they were in too much pain and they were still in pain but not as bad. They thought maybe stimulation had been off since then but were not sure because they were in too much pain. They also had an echocardiogram.